Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the transition tubing on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump interrogation at medtronic european operations center indicated the motor stall occurred on 2019-04-02. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: 0206228741, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-jul-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 3 mg/day and bupivacaine [35 mg/ml] at a dose of 10.5 mg/day via an implantable pump. The indication for use was not provided. It was reported there was a critical pump alarm and the patient experienced withdrawal symptoms. Interrogation of the pump with the tablet showed that a motor stall occurred. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the motor stall. The pump was replaced to resolve the issue. In addition, a visual kink in the pump segment of the catheter was observed and so the pump segment of the catheter was also replaced. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the kink. It was indicated that the devices would be returned. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.